Event description:
Customer reported IV had been infusing for awhile before a leak was noted in the extension set. Leak location found where y joins into one line. No pt harm or medical intervention required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Rptr indicated that the device was discarded and is not available for eval. The cause of the reported leak is unk.